Manufacturer narrative:
As this lead remains implanted, no analysis will be performed. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had increased thresholds which resulted in loss of capture. Decreased p-waves as well as undersensing was noted. A dislodgment of atrial lead was confirmed and the lead was repositioned successfully. No adverse patient effects.